Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic-chest anastomoses surgical procedure, the synchroseal instrument jaws would not open. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, the jaw ceramic dots were present. No errors occurred during in-house testing. Review of logs showed no failures. Further evaluation of the instrument found a grip ring was dislodged at the proximal end, likely caused by the dislodged set screw. The grip ring was found to be towards the end of the grip drive adapter. This likely caused the grip open motion to fail when using the grip open lever. The instrument housing was removed, and the set screw was found to be dislodged within the housing. The set screw is intended to hold the grip ring onto the grip drive adapter to complete the proximal grip drive adapter assembly. The complaint was confirmed based on failure analysis.